Event description:
It was reported that a pump alarmed for a system error 322. No pt injury was reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval was able to confirmed the system error 322 through review of the device history log, but could not reproduce the alarm during testing. Further eval found the system error to be caused by a failed upper and lower aux which have been replaced. The device was not in spec. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.